Event description:
The customer reported the system lost motorized movement capabilities. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the rotation server circuit board. The system operates as intended.